Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise. The patient reported occasional dizziness. Lead fracture was suspected. The noise was unable to be replicated in clinic with isometrics. A chest x-ray was performed which noted no visible signs of lead fracture or damage. On (B)(6) 2018, the lead was capped and replaced. The patient was stable during and post procedure.

Manufacturer narrative:
Patient age of "blank" was incorrect. The correct response is (B)(6). Correction: the previously reported patient sex of "blank" was incorrect. The correct response is female.